Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted that the pt's blood pressure was "drifting." The pt was treated with "volume resuscitation, increased dose," and an unspecified concentration of epinephrine. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The list for the device in use is unknown.